Event description:
A pt underwent initial aaa repair on (B) (6) 2009. The pt's medical history is as follows: hypertension, stroke, atherosclerotic disease, cholelithiasis, valvular heart disease, moderate left ventricle hypertrophy, pre-diabetic and hyperlipidemia. Currently prescribed asa, lipitor, protonix. One flex main body and two iliac zt leg grafts were placed. The pt's infra-renal neck was outside of cook's instructions for use with a reverse funnel neck of 24mm going to 28mm in the proximal 15mm with angulation. The physician placed the graft 5mm under the renals and not all the way to the renals, with the thought of avoiding any infolding due to the reverse funnel neck. A seal was obtained at end of procedure. Upon follow up in (B) (6) 2010, the device has now migrated approx 5mm and now has a type 1 leak. Placement of a 32 mm renu cuff is scheduled for (B) (6) 2010. The pt underwent a secondary procedure as planned on (B) (6) 2010 to treat the type I endoleak. The physician placed a zenith renu cuff. After multiple coda inflations there was a very small type 1 endoleak on the final angio run. The renu graft was placed just under the lowest renal for maximum seal zone. The physician decided to follow up in 6 weeks. Type ii endoleaks from the lumbars in the distal aorta were noted. No adverse events during procedure, and pt did well.

Manufacturer narrative:
(B) (4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings precautions, and the correct deployment procedure. In regards to graft migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects. Anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment, sizing requirements. The complaint correspondence indicates that the pt's anatomy was outside the IFU due to a reverse funnel neck of 24mm going to 28mm in the proximal 15mm with angulation during the initial repair. Continued degeneration of the reverse funnel neck may have also contributed to the migration. With the info provided there is no evidence to suggest that a design or process induced failure of the complaint device resulted in migration. Based on the returned images, the migration was confirmed by internal personnel. We will notify the appropriate personnel of the event and continue to monitor for similar complaints.